Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display. However, the electronic stack was inspected, disassemble and reassemble and no blank display noted. Unable to verify the low battery alarm due to the blank display. Unable to test the operating currents due to the blank display. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a blank display on the insulin pump and stated that the batteries are not working. Customer stated that they received a low battery alarm prior to the blank display. Customer mentioned that their blood glucose readings were high and the customer has treated with the insulin pump. No further information reported.